Event description:
It was reported that a pt underwent a pelvic floor repair procedure and a sling procedure in 2007. The pt developed a mesh exposure at the posterior vaginal wall three centimeters from the fourchette. The following month, approx one centimeter of the mesh was excised in the surgeon's office without problems.

Manufacturer narrative:
Conclusion codes - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.